Manufacturer narrative:
The reagent lot number was 853137. The expiration date was not provided. The field service engineer checked the reagent probe and found the water volume was too low. He replaced a solenoid valve and performed an air purge. Precision testing was performed and was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. The initial result was 61 mol/l and was questioned as the patient's history showed results of around 128 mol/l. The repeat result was 148 mol/l and was believed to be correct.